Event description:
Patient reported obtaining back-to-back blood glucose results, of 100 mg/dl and 25 mg/dl. Pt did not modify therapy based on these results. No patient injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact system: meter, strip lot 20652543 with expiration date 02/29/2008.

Manufacturer narrative:
The suspect product is the compact strip.